Event description:
It was reported that the patient reported during a procedure a lead punctured her heart. The patient was uncertain of when the procedure was or what lead punctured her heart. Additional information was requested; however, no additional information was available. If additional information becomes available, the report will be updated at that time.

Manufacturer narrative:
This product remains in service. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
It was reported that the patient reported during a procedure a lead punctured her heart. The patient was uncertain of when the procedure was or what lead punctured her heart. Additional information was requested; however, no additional information was available. If additional information becomes available, the report will be updated at that time.

Event description:
It was reported that the patient reported during a procedure a lead punctured her heart. The patient was uncertain of when the procedure was or what lead punctured her heart. Additional information was requested; however no additional information was available. If additional information becomes available, the report will be updated at that time.

Manufacturer narrative:
Correction: section d. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.